Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that "things" have changed, and the patient has been going more and more lately. Patient mentioned that they didn't feel sensation in their leg and the area where they're supposed to. The patient added that they cannot control "it" physically by themselves. The patient stated that they already increased their stimulation today, but when asked for information on when the issue started, patient did not provide an estimate. The agent reviewed general therapy information. The patient stated that they will maintain stimulation and observe symptoms for the next 2 days. The patient mentioned they will call back for assistance if the issue persists after 2 days. Redirected patient to hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the cause of the stimulation on the leg was not determined. They reported no steps were taken to resolve the issue, and the issue had not yet been resolved.